Manufacturer narrative:
Patient identifier: sample ID (B)(6). No other patient specific information available. The investigation into this issue determined that there is a high possibility that control and calibrator materials had been mixed during the fill process and that hba1c calibrator lot 54582uq02 may contain a quantity of high control material instead of calibrator level 2 (l2). A product recall letter was issued to all architect customers who have received the architect hba1c calibrator lot 54582uq02. This lot may generate an active calibration curve, a shift to qc and patient results may occur. The letter instructs the customer to discontinue use of the suspected lots and destroy any remaining inventory.

Event description:
The customer reported a falsely elevated architect hba1c result for one patient sample and variation of control results while using architect hba1c calibrator, list 04p52-01, lot 54582uq02. Sample ID (B)(6) generated an initial result of 11.1% and retest two days later generated 5.2%. No impact to patient management was reported.